Event description:
I got very ill and was tested for lymes disease three times over two years, all the tests were negative. Only the fourth test was positive and I finally got treatment. But as I had been ill with lymes for two years the condition had gotten chronic and I have noe been unable to work and fighting this disease for ten years as a result of the faulty (B)(6) testing.